Manufacturer narrative:
The reported complaint was not confirmed. The field service representative (fsr) checked all base wiring and base components for any burnt wiring or any smells and found nothing wrong. The fsr left the unit on with all the pumps running for 14 hours and found nothing wrong. The unit operated to manufacturer's specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, an electrical burning smell was coming from the unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.